Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device could not calibrate the syringe size. The event occurred during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged plunger case, a broken screw boss inside the plunger head, cracked bottom case, and another missing screw boss. A 'syringe not in place' alarm was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the eft plunger case, broken screw boss, and missing plunger head case screws was the root cause. The left plunger case, and all the inside plastic parts were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.